Manufacturer narrative:
Correction - d9 - changed date from feb 17, 2021 to feb 17, 2022. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket (B)(4). The initial submission attempt was performed on september 22, 2022.

Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure on (B)(6) 2022. While attempting to implant the pacemaker, right ventricular lead was inserted to the pacemaker. The ventricular lead did not pace. The lead was cut as it could not be removed from the pacemaker the physician observed that the pacemaker was not pacing. The anomalous pacemaker was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to disconnect and no cardiac pacing were not confirmed. The pacemaker was received from the field with battery voltage near beginning of life level. Visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. Electrical and mechanical analysis performed indicated normal functionality, and evaluation of the output found all parameters within normal range. During the analysis the leads were inserted and removed multiple times with normal force without anomaly. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.